Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. During the evaluation, additional reportable malfunctions were identified, including failure in the printed circuit board, system failure of the printed circuit board, and image interruption. A definitive root cause could not be determined; however, based on the investigation results, it is likely that these malfunctions occurred due to a failure in the printed circuit board, which caused the entire screen to display no image, and a system failure of the printed circuit board, which resulted in image interruption. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had the video processor in the endoscopy tower had stopped sending a video signal to the screen. There were no reports of patient harm.